Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 400 mg/dl to 500 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, fatigue and feeling confused. The customer was treated with insulin pen and insulin drip. Troubleshooting was done for high blood glucose and under delivery and insulin pump was showing its delivering insulin but its not delivering. Customer was using auto mode during high blood glucose. The insulin pump will be returned for analysis.